Manufacturer narrative:
Conclusion: since the valve has been implanted for over 13 years, it¿s very unlikely that the high gradient is due to any potential manufacturing issue. The common probable cause for high gradient is due to pannus overgrowth. From the information received the valve remained implanted. Without the return of the valve for analysis, a root cause of the issues cannot be determined.

Event description:
Medtronic received information that 13 years 9 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter valve due to increased gradients. No other adverse patient effects were reported.